Event description:
It was reported that customer received a button error alarm. It was also reported that buttons were not responding. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had an intermittent up arrow button due to moisture damage on keypad trace. No button error alarm noted. The insulin pump had a cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, minor scratches on lcd window, cracked case on display window corners, cracked reservoir tube and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.